Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information an allegation of respiratory tract irritation. There was no report of serious patient harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
There is no device information was provided. So, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously this report was reported as uno report. But this report is associated with a rep dreamstation auto CPAP device. So, this report should be reported as non-uno. "'Describe event or problem" section has been updated with non-uno verbiage. "'Problem code grid" section has been updated/corrected. This is a non-uno device. Hence, recall number which was provided in the previous report stands incorrect. In this report, the device information has been updated. Section box d: product brand name, model # and catalogue item identifier, product UDI box h; device problem code, remedial action init and recall (z) number has been updated.

Event description:
The manufacturer was contacted rep dreamstation auto bipap, dom - recrt. The manufacturer received information an allegation of respiratory tract irritation. There was no report of serious patient harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.